Event description:
Pt has been using g-tubes for feeding since 1996. He has used the ponsky non-balloon replacement tube and had it periodically changed. This last tube was in place for 3 years, but when it was removed the dome came off. The doctor was not able to retrieve it, but his pt passed it without complications.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.